Event description:
Boston scientific received information that the patient implanted with this device system endured an lvad procedure. Later that month, an abrupt rise in right ventricular (rv) pacing impedance measurements up to 2,000 ohms was observed. Additionally, an increase in r-wave amplitude was observed. Rv lead impedance measurements gradually normalized, however, r-waves remained small with loss of capture at maximum pacing output. An xray indicated rv lead dislodgement. An invasive revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.